Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation and due to corrections. Updated fields: d8, d9, g3, g6, h2, h3, h4, h6, h11, concomitant device. Corrected fields: d10. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the light bundle glass was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the initial malfunction: component failure of universal cable sheath. For the newly identified malfunctions, the cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: no. (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope presented an abnormal image while being used with the video processor. The issue occurred during preparation for use for a therapeutic laparoscopic surgery. There were no reports of patient harm.